Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that the patient contacted them to say that their lead had dislodged and the physician decided to wait instead of revising the lead. Now the lead is refibrosed into his heart.